Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04702 and MFR. Report # 3005099803-2010-04703). It was reported to boston scientific corporation that two stonetome sphincterotomes were used during a endoscopic sphincterectomy (est) procedure. According to the complainant, when electric current was applied to the first device, the cut wire broke; no part fell into the patient. A second stonetome sphincterotome was obtained and the cut wire broke; no part fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken, bent and the broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 25 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2010-04703). It was reported to boston scientific corporation that two stonetome sphincterotomes were used during a endoscopic sphincterectomy (est) procedure. According to the complainant, when electric current was applied to the first device, the cut wire broke; no part fell into the patient. A second stonetome sphincterotome was obtained and the cut wire broke; no part fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown, however, the patient is over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.